Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to no product issue was identified. The instrument was placed and driven on an in-house system showing 39 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions including opening and closing the grips, holding the clips and passed the clip test multiple times. The instrument was fully functional. There was no physical damage. There was no problem detected. The complaint regarding doesn't clip, could not be confirmed by failure analysis.